Manufacturer narrative:
According to the complainant the device will not be returned for investigation. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose level reached over 20 mmol/l (360 mg/dl), while wearing the pod between 24 and 36 hours on the abdomen. It was noted that the cannula dislodged from the site. As treatment for the hyperglycemia, a new pod was applied.